Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 shocks due to an episode of supraventricular tachycardia (svt), exhausting available therapy. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 8 shocks due to an episode of supraventricular tachycardia (svt), exhausting available therapy. Patient was at hospital during time of the shocks. The ICD was temporarily programed to one zone for ventricular fibrillation (vf) at 180 beats per minute until medications were adjusted, then switched back. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
B5 event description was expanded with additional information about event resolution.